Manufacturer narrative:
Medtronic received additional information that the valve was replaced due to progressive host tissue in-growth that resulted in the valve being stenotic. No additional adverse patient effects were reported. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 16 years and 2 months post implant of this 25mm bioprosthetic aortic valve, it was explanted and replaced with a 25mm valve of a different model. The reason for explant is unknown. No additional adverse patient effects were reported.